Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving a high sensor scan of 350 mg/dl when compared to a low reading obtained from a competitor meter. The customer experienced symptoms of seizure and a loss of consciousness. The customer was unable to self-treat however, no further information was reported. There was no report of death or permanent injury associated with this event.